Manufacturer narrative:
H0 additional information on d4, h4.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A complaint history review concluded this was an isolated event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Data shows that products from our warehouse remain sterile after 20 years as long as the seals are intact. The biosure regenesorb screw, 72204408, that had an expiration date of 15jun2021, and was implanted on (B)(6) 2021. Based on our data, it is highly likely that the product was sterile if the end-user¿s inspection of the packaging showed that the seals were intact, and it is not expected to have an adverse impact to the patient or the procedure. Per communication, the doctor was notified during the procedure that the screw was expired and decided to proceed with screw. It is the responsibility of the end-user to confirm the expiration and integrity of the product/packaging. No further clinical assessment is warranted at this time. The complaint was not confirmed. Factors that could contribute to the reported event include failure confirm the expiration date of the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an acl reconstruction procedure, the surgeon decided to implant an expired interference screw. The procedure was completed with the same device. It is unknown if there was a delay. No other complications were reported.